Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was declined because the doctor wanted the insulin pump replaced. Few days later, the customer called back and requested assistance on how to return the loaner insulin pump. The customer stated that she was in the hospital due to a massive heart attack not because of high blood glucose. The customer stated that her blood glucose was 141mg/dl while on call. Reviewed the programming and everything seemed to be correct. No further information was provided.